Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the healthcare provider was the first person to notify them of the motor stall issue. No further complications have been reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving dilaudid (1 mg/ml at .05 mg/day) and bupivicaine (1 mg/ml at .05 mg/day) via an implantable infusion pump. It was reported that the exact issue was unclear but the patient thought she heard an alarm and went to the healthcare provider (hcp). The pump was read and a motor stall was confirmed. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2018, it was discarded and would not be made available for analysis. No symptoms were reported. The patient was alive with no injury and the issue was noted to be resolved at the time of this report.